Event description:
It was reported to aci that a (B)(6) female patient underwent a diagnostic peripheral procedure on (B)(6) 2014. Access was obtained at the right common femoral artery. Post unsuccessful basilar aneurysm coiling, the physician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. At 10:35 am post procedure, there was no hematoma or ecchymosis noted and pulses were intact, per nir nurse. The patient was extubated and sent to recovery. At 10:40 am, upon the patient's arrival to recovery (pacu), the patient's right groin was checked, the status was noted as unchanged, per the recovery rn (registered nurse). Per the recovery rn, at 11:25 am the groin site was benign (no complications) despite frequent coughing. In recovery at 14:05, the patient's right groin dressing was noted as dry and intact, the patient denied pain, per recovery rn. A note was entered in at 21:05 as an addendum, changed dressing to right groin, dry and intact. Small ecchymotic area, per recovery nurse. At 20:15 the patient was sent upstairs. On 02/06/14 at 06:37 am, a neuro exam was performed, no groin check noted. At 10:25 am, the nir nurse checked the patient's groin and noted a hard golf ball sized area superior to the right groin puncture. At 11:30 am, the floor nurse assessed the patient's right groin site and noted a hematoma and "hard around area". The floor nurse noted that upon assessment that morning, the patient did not complain of any pain. At 12:30 pm the patient was taken to ultrasound where a 7 cm x 5 cm pseudoaneurysm was found and a thrombin injection was preformed. It was also noted that the patient was not hospitalized due to the mynx device /mynx procedure. The patient was admitted to the hospital for observation with a chief complaint of nausea and vomiting.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.